Event description:
Implant fracture.

Manufacturer narrative:
Implant region 37 fractured. Construction was a bridge placed on 2 implants. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant.

Event description:
Implant fracture.